Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Part of tampon left inside body [foreign body in reproductive tract] tampon broke inside body [device breakage] part of tampon left inside when took it out [complication of device removal] case description: consumer reported via email that the tampon broke inside her body. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Part of tampon left inside body [foreign body in reproductive tract]. Tampon broke inside body [device breakage]. Part of tampon left inside when took it out [complication of device removal]. Case description: consumer reported via email that the tampon broke inside her body. No serious injury was reported.